Event description:
It was observed that during the device evaluation, the bronchofiberscope exhibited indication on connecting tube has a disappeared area one square millimeter (1 mm2) or more. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that repeated use and external factors/handling applied physical stress to the connecting tube, resulting in the reportable issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.